Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, the patient was treated with two in. Pact admiral drug-coated balloons in the right sfa (r1). Approximately 23 months post index procedure; the patient had restenosis of the r1. The investigator assessed the event was not related to the study device, procedure or drug. The patient was treated with non mdt pta and non mdt deb. The patient recovered.

Manufacturer narrative:
Cec assessed the restenosis event as related to the device but not related to the procedure or drug.